Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the serial number reported indicates that the product was within the warranty period at the time of reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found a failure on coil 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Trouble shooting isolated the problem to the electrical interface between the foil laminate of the coils and the connector printed wiring board. Investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the mat was not picking up signal. There was no patient involvement.